Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. Common causes of broken instrument conductor wire - bipolar are attributed to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the surgeon accused unusual coagulation and completed the surgery using another maryland bipolar forceps. The staff processing the instruments afterwards noticed that the wires were broken and exposed. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the wire is fully broken and exposed. There was no thermal damage nor any damage for the patient. After some discussions we had today, the or staff came with the following info: the surgeon accused unusual coagulation and completed the surgery using another maryland bipolar forceps. I will modify the report. There was no arching observed. The surgeon couldn't coagulate properly. The or staff didn't describe any misuse of the instrument. The surgeon also has great experience on the robot.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.